Event description:
It was reported that the attempted left ventricular (lv) lead screw was loose. The lead was scrapped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 5076-45 lead implanted (B)(6) 2007. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the attempted left ventricular (lv) lead screw was loose. The lead was scrapped. No patient complications have been reported as a result of this event. It was additionally clarified that there was no scrapped lv lead. It was a loose cardiac resynchronization therapy defibrillator (crt-d) setscrew that was causing short ventricular intervals on the right ventricular lead. The loose setscrew was determined to be the root cause. The pocket was re-opened, lead reinserted, and the setscrew was tightened with normal device function noted. The crt-d remains in use.

Manufacturer narrative:
Correction: b1; b2; b3; b5; d1; d2; d3; d4; d6a; e1; e2; e3; g2; g3 (initial aware date = 04-jun-2024); h1; h4; h6 device codes (fdd/annex a); imf (annex f) health impact codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.